Event description:
Clinical study. Same case as 6000093-2007-00810. It was reported that more than 4 years after a coronary drug eluting stenting treatment procedure the pt experienced a late stent thrombosis (st). The procedure date is unknown. The pt was part of the trial presenting as ami and had thrombectomy and balloon treatment. The lesion being treated in the index procedure was a bifurcated lesion located in the distal right coronary artery (dist rca) and the pda. The physician treated the lesion with the crush technique and placement of two taxus express2 (3.00 x 20 mm and 2.75x16mm) study stents. He had also at that time had 2 taxus express2 stents placed elsewhere in the lad with no complications. More than 4 years after the initial procedure the pt experienced a st. Add'l info has been requested, but is not available at this time.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed. Therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.